Event description:
It was reported that the ventilator was contaminated with liquid/water. There was no patent harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by the field service engineer on site. According to the inspection, liquid spill was found on the inspiratory pressure transducer printed circuit board (pcb). Further inspection was carried out and showed that other parts were defective not related to the liquid spill, such as the main back-plane pcb, o2 cell cable, o2 sensor, mains inlet, battery and maintenance kit. All the mentioned parts need to be replaced, but currently the customer is not interested in purchasing the defective parts. Liquid on pcbs can cause short circuit which might affect the ventilator¿s characteristics and performance. The most probable root cause to the contamination is ingress of liquid. Circumstances about the source of the liquid are unknown. Our servo ventilators fulfill the standards of ip21. The conclusion is that the device did not fail to meet its specification. It was concluded that the issue most likely was related to use error/environmental issue. The user is obliged to follow the environmental and cleaning recommendations in applicable user¿s manual. A correction of field # d1 brand name, # d4 version or model were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref: # (B)(4).